Event description:
As reported, the patient underwent a right hip revision surgery to remove a recalled novation liner due to excessive wear. It was replaced with an extended coverage liner of the same size. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The most likely underlying cause for the revision reported is the reported liner wear. However, the extent of the possible wear cannot be confirmed from the provided image and the revised components were not returned for evaluation. It cannot be determined whether the liner/patient meets any of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.